Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xrdr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient's system was removed on (B)(6) 2015 due to infection. There was no patient death. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No diagnostics or additional interventions regarding the infection were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.